Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the atrial lead exhibited impedance greater than 2000 ohms and loss of capture at 7.5 v, 1.5 ms. The lead was explanted and replaced.